Event description:
Patient presented to the physician wound dehiscence the ipg incision site. Physician applied steri-strips and draped the site with gauze. Patient presented back to the physician with opening at the ipg pocket incision site. Physician brought the patient back into the operating room. Physician flushed out the pocket, secured the leads, and closed the ipg pocket. This resolved the issue.